Event description:
It was reported that the patient underwent a surgical procedure to replace the cuff component of this artificial urinary sphincter (aus) for an unspecified reason. The 3.5 cm cuff was explanted and replaced with another cuff of the same size. There were no reported patient complications. The explanted cuff is not expected for return. A supplemental report will be filed should additional information received, or the device returned for analysis.